Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a missing lip ring. The customer stated that they experienced high blood glucose level. Customer current blood glucose level was 336 mg/dl. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer declined troubleshooting for high blood glucose. Customer stated that insulin pump had insulin flow blocked alarm. No harm requiring medical intervention was reported. The device will not be returned for analysis.